Event description:
The customer stated the he was experiencing low blood glucose levels. The customer stated that a five unit bolus was delivered by the insulin pump. The customer stated that his wife was going to take him to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.